Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in chula vista, california. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed on patient side an error message (e07 code) related to stirring mechanism blocked or too slow. The issue occurred at setup. There was no patient involvement.

Manufacturer narrative:
H11: based on the available information and considering the results of investigations conducted on previous similar complaints, it cannot be excluded that the pump motor no longer turned freely, likely due to wear or corroded/rusted bearing, which may be due to environmental conditions where the part worked, such as high temperatures, humidity, condensation, and water infiltration. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
The quotation has been sent to customer and it has been declined. No further clarification will be obtained since the device will not be repaired. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.